Event description:
It was reported the patient presented to the clinic after receiving inappropriate therapy. Noise was observed on the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure.